Event description:
Pdc received a call on (B)(6) 2011 reporting medical intervention that occurred on (B)(6) 2011 at 6:00pm. Pt said the prodigy meter read 70mg/dl but she had slurred speech, and then became unresponsive. Medics were called and their meter read 20mg/dl. The time between pdc and medic's test was said to be 20 minutes. Medics administered a glucose IV. There was no mention of whether the pt was transported to the hospital. Pt stated having oatmeal in the morning but not much thereafter. Pdc sent replacement device and prepaid envelope, and instructed pt to return suspect product(s) for evaluation.

Manufacturer narrative:
Suspected device returned for evaluation on (B)(6) 2011. Product was an older model but appeared to be in good condition with all functions working properly. A series of cs tests were performed and all results were in range.